Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing resulting in inappropriate shocks. In one instance the inappropriate shock accelerated the sinus rhythm to ventricular fibrillation (vf) requiring four shocks before conversion occurred. All shocks had high impedances. Boston scientific technical services (ts) reviewed the device data and noted that the oversensing appears to be related to myopotential oversensing based on postural movements as well as a conduction path disturbance leading to different morphologies. Ts recommended repositioning the electrode closer to the fascia to reduce shock impedances and increase energy delivered to the heart.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia.

Event description:
New information received indicates was explanted and will be returned for evaluation.